Event description:
It was reported that about four days prior to the report the patient had been getting the call the doctor screen with the letter eri (elective replacement indicator) when she had been trying to charge. It was explained to the patient that this means it is time to start talking to the healthcare provider (hcp) about what the next steps will be. It was reported the display showed the ¿call your doctor¿ icon and the patient was offered help to clear the power on reset (por) using her patient programmer (pp) but the batteries were dead in the pp. It was reported the recharger belt was broken where the antenna attached. It appeared to have occurred through product use. The patient called back and reported she received the new belt and the belt issue was resolved. The patient was walked through how to clear the eri message from the implantable neurostimulator recharger (insr) to continue charging. It was noted the patient never had an overdischarge. The patient reported that she was not seeing a por message at this time. The patient reported she had cut down to 2.50 the past three years and therapy was good and she no longer took pain medications. The patient was working with her hcp to find a new hcp. No patient harm reported. No device returned. C500. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID a01411002, product type recharger. Product ID 377760, lot# v004733, implanted: 2006-(B)(6), product type lead. Product ID 377760, lot# v004012, implanted: 2006-(B)(6), product type lead. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 748910, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748910, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
About a month later the patient reported that she found a new health care provider (hcp) to replace her spinal cord stimulation (scs). The scs needs to be replaced due to eri. The patient has an appointment scheduled on december 1st. The patient's hcp directed her to contact a company representative to check how much life was left in the implantable neurostimulator (ins) battery.